Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled pulse generator replacement procedure, upon attempts interrogate the device, no telemetry could be established. No additional information was reported.

Manufacturer narrative:
Final analysis found identified an anomaly with the integrated circuit which contributed/caused the reported telemetry anomaly.